Event description:
This spontaneous report received from a (B)(6) physician via a merz sales representative concerns a female patient injected with 1.5 ml radiesse dermal filler for an unknown indication on (B)(6) 2013. On an unspecified date after the injections, the patient was hospitalized due to severe swelling in face. At the time of reporting, the outcome of the event was unknown. Follow-up information received on (B)(6) 2013 from the hospital via (B)(6). On (B)(6) 2013, approximately one hour after injection, a massive quincke-edema reaction started in the facial area associated with swelling of the lip and eyes (completely closed due to the edema). On an unspecified date, the patient was hospitalized and corrective treatment included 1 ampulla ranitic, 1 ampulla tavegil, 500 mg solu-decortin; treatment ongoing 20 mg decortin p.o. For 3 days. As of (B)(6) 2013 the event was considered not yet resolved but the patient was improving.

Manufacturer narrative:
The radiesse lot number was not provided; therefore, no device history record could be reviewed. Further follow-up information was requested; however, none has been received since the follow-up (B)(6) report was received on (B)(6) 2013.